Event description:
The healthcare professional reported that during the procedure, the 1.5mm x 4cm galaxy g3 mini coil (glm915040 / l14875) did not pass through the microcatheter hub. It was reported that the first galaxy g3 mini coils used did not have any issue. The 1.5mm x 4cm galaxy g3 mini coil was removed from the microcatheter; it did not have any damage when it was removed. There was no report of any patient adverse event or complication. The product was returned for evaluation which revealed that the embolic coil was kinked and damaged. Based on the product analysis on (B)(6) 2019, this event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The FDA device code 1601 was corrected to 2976 and 2981. [Conclusion]: the healthcare professional reported that during the procedure, the 1.5mm x 4cm galaxy g3 mini coil (glm915040 / l14875) did not pass through the microcatheter hub. It was reported that the first galaxy g3 mini coils used did not have any issue. The 1.5mm x 4cm galaxy g3 mini coil was removed from the microcatheter; it did not have any damage when it was removed. There was no report of any patient adverse event or complication. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the 1.5mm x 4cm galaxy g3 mini coil was returned; it was received contained in a pouch. Visual inspection was performed. The hub was observed without any damage. The device positioning unit (dpu) was observed kinked and protruding from the introducer. The coil introducer was partially unzipped and kinked. The resheathing tool was broken in two. The marker band was found at 39 cm from the hub; this is within specification. Microscopic inspection was performed. The v-notch was inspected and there was no damage noted on it. The resistance heating (rh) coil was inspected through the introducer and was found in good condition. The embolic coil was observed kinked and in damaged condition. A review of manufacturing documentation associated with this lot (l14875) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue documented in the complaint that the 1.5mm x 4cm galaxy g3 mini coil did not pass through the microcatheter hub could not be confirmed through functional testing as the kinked condition of the dpu and of the coil introducer precluded the device from undergoing functional test. The reported issue could not be confirmed through functional analysis on the returned device due to the condition in which it was returned / received. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported issue that the coil did not pass through the microcatheter hub. Coil kinked and coil damaged are known potential issues associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issues as coil kinking and coil damaged from occurring. The coil damaged and kinked conditions were not originally reported in the complaint, however, there were kinks that were observed on the dpu and the introducer of the returned device, which suggest that excessive force may have been inadvertently applied during the handling of the device; this may also have caused the coil to become kinked and damaged. The exact cause of the kinked and damaged condition of the coil cannot be conclusively determined. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.5mm x 4cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in kinked and damaged condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, race, ethnicity, and medical history were not provided. Procode: krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). Initial reporter phone is not available / unknown. [Conclusion]: the healthcare professional reported that during the procedure, the 1.5mm x 4cm galaxy g3 mini coil (glm915040 / l14875) did not pass through the microcatheter hub. It was reported that the first galaxy g3 mini coils used did not have any issue. The 1.5mm x 4cm galaxy g3 mini coil was removed from the microcatheter; it did not have any damage when it was removed. There was no report of any patient adverse event or complication. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the 1.5mm x 4cm galaxy g3 mini coil was returned; it was received contained in a pouch. Visual inspection was performed. The hub was observed without any damage. The device positioning unit (dpu) was observed kinked and protruding from the introducer. The coil introducer was partially unzipped and kinked. The resheathing tool was broken in two. The marker band was found at 39 cm from the hub; this is within specification. Microscopic inspection was performed. The v-notch was inspected and there was no damage noted on it. The resistance heating (rh) was inspected through the introducer and was found in good condition. The embolic coil was observed in stretched condition. A review of manufacturing documentation associated with this lot (l14875) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue documented in the complaint that the 1.5mm x 4cm galaxy g3 mini coil did not pass through the microcatheter hub could not be confirmed through functional testing as the kinked condition of the dpu and of the coil introducer precluded the device from undergoing functional test. The reported issue could not be confirmed through functional analysis on the returned device due to the condition in which it was returned / received. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported issue that the coil did not pass through the microcatheter hub. Coil stretching is known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as stretching from occurring. The coil stretched condition was not originally reported in the complaint, however, there were kinks that were observed on the dpu and the introducer of the returned device, which suggest that excessive force may have been inadvertently applied during the handling of the device; this may also have caused the coil to become stretched. The exact cause of the stretched coil condition cannot be conclusively determined. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.5mm x 4cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 1.5mm x 4cm galaxy g3 mini coil (glm915040 / l14875) did not pass through the microcatheter hub. It was reported that the first galaxy g3 mini coils used did not have any issue. The 1.5mm x 4cm galaxy g3 mini coil was removed from the microcatheter; it did not have any damage when it was removed. There was no report of any patient adverse event or complication. The product was returned for evaluation which revealed that the embolic coil was stretched. Based on the product analysis on 8/23/2019, this event has been deemed MDR reportable as a ¿malfunction.¿